Event description:
Caller states that the patient tested 2.8 inr and >8.0 inr during duplicate testing. A lab drawn for comparison returned as 2.6 inr. No action was taken, other than performing a lab based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.